Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer made several attempts to contact customer to ensure the initial concern has been resolved- unable to establish contact with customer.

Event description:
Consumer reported complaint for hi blood glucose test results. Customer stated the meter is only reading hi. The customer's expected blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer and produced test result of hi using true metrix meter. The test strip lot manufacturer¿s expiration date is 04/29/2027; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history. Customer stated he was going to take medication due to the hi and wait to see if it goes down. Customer then disconnected the call. Manufacturer attempted to contact customer twice; unable to establish contact at this time.